Event description:
It was reported that patient underwent a procedure utilizing signature knee guides on (B)(6) 2008. During the procedure, the tibia guide did not fit and use of the femoral guide resulted in the femoral cut being in eight degrees of flexion. There was no reported delay to the procedure or injury to the patient as a result.

Manufacturer narrative:
A retrospective review of file was performed on (B)(6) 2010. During review, determination was made that details provided meet reporting requirements of a device malfunction. Date of birth: (B)(6) 1931. Review of receiving certificate of conformance showed that lot had no recorded anomaly or deviation. Supplier reviewed internal documentation and confirmed that surgeon approved plan that was used to manufacture the guides. This report filed november 15, 2010.